Manufacturer narrative:
A safety-quality evaluation was received on 09-may-2016 referring to ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced rash all over arms and forearms/ rash on arms were worse since she had the essure done. She had essure removed via salpingectomy. This event was considered serious and listed in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this case, patient had a history of eczema. Given the nature of the reported event, and positive temporal relationship, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect.

Manufacturer narrative:
Follow-up information received on 11-apr-2016 from doctor: the patient complained of rash in her arms which were worse since she had the essure done. She had history of eczema. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced rash all over arms and forearms/ rash on arms were worse since she had the essure done. She had essure removed via salpingectomy. This event was considered serious and listed in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this case, patient had a history of eczema. Given the nature of the reported event, and positive temporal relationship, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. A product technical analysis is being sought.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 22-jan-2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015, lot number c38208 (expiration date mar-2017) for contraception. Patient was complaining of rash all over arms and forearms. She (B)(6) it and found out it was from essure. On (B)(6) 2016, she made doctor remove the coils via salpingectomy. Doctor did not think rash was from essure. Follow up 10-feb-2016: no new information was provided. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced rash all over arms/forearms. She had essure removed via salpingectomy. This event was considered serious and listed in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this case, no alternative explanation was provided. Based on its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Further information and product technical analysis are being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.